Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event it was reported from (B)(6) that the blue indicator lights of two (2) universal battery charger devices were flashing continuously. The reporter stated that the units were reset by unplugging and re-plugging the devices on/off with and without battery devices and the result was the same, the blue light started flashing again once turned on. It was reported that the event was not related to a surgical procedure. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the blue indicator light flashes continuously was confirmed. An assessment was performed on the device and it was found to have the blue led power light flashing once turned on. The assignable root cause was determined to be due to component wear from use over time. This issue has been escalated to CAPA which details the limited possibility that the chargers could stop charging the batteries during the charging procedure, which is indicated by the blue light flashing on the charger. If additional information should become available, a supplemental medwatch report will be submitted accordingly.